Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. This issue is currently being investigated. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, it is still being investigated. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a loose power connector (port 1) was found during smr upgrade. The controller was not being dropped nor was excessive force being applied. The device was replaced. The patient tolerated the exchange without any issues.